Event description:
Additional information has been received stated that consumer sought medical care and was placed on medication on (B)(6) 2023. Additional information has been received stated that consumer visited the doctor as consumer experienced irritation, tearing and discharge in left eye. Contact lenses were hard to remove from the eyes. Upon examination corneal scar was found in left eye. Spk and hyperemia was diagnosed in the eyes. Antibiotics and steroids were prescribed for four to five days two to three times a day and at night. The current status of the consumer¿s eye was resolved at the time of this report. No additional information regarding the event or product is known at this time.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
D.9.,h.3., h.6.: the complaint product was returned for evaluation and was found to meet manufacturing specifications. The manufacturing review did not indicate that this complaint was due to the manufacturing process. No complaint or manufacturing trend was identified. The root cause could not be determined. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported that after wearing contact lenses he experienced red eyes and ulcer in the both eyes. It was reported that medical attention was sought and was diagnosed with allergic conjunctivitis. The current status of the consumer¿s eyes was unknown, at the time of this report. Additional information has been requested but not yet received.

Manufacturer narrative:
H.3., h.6.: the complaint sample has not returned for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. D.4.: this is the four of four reports for the same patient involving two unspecified lot numbers of the same product. It is unknown which contributed to the event. Refer to the second report filed under the manufacturer internal reference number of (B)(4) for the unspecified lot number. The manufacturer internal reference number is: (B)(4).